Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was only vibrating and screen was blank. Customer's blood glucose level was 2.4 mmol/l. Customer stated that insulin pump delivered insulin without pushing any button and that pump delivered around 15 units of insulin. Customer states buttons are not working properly and not possible to delete the alarm. The insulin pump will be returned for analysis.